Event description:
An aa4204vf model lens was implanted and then removed due to a weak capsule. The capsule bag would not support a plate lens. There was no patient injury or product malfunction. The lot number and model of the injector and cartridge are unknown.